Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated alert 38 indicating a motor stall, which recurred after a restart and resulted in replacement of the device; the pump had sufficient charge and the event was verified in device history, with education provided on shutdown, backup therapy, and data handling. Symptoms included hyperglycemia with a reported glucose of 235 mg/dl for about one hour without ketone testing or medical intervention. Outcomes included interruption of pump therapy and transition to multiple daily injections as backup until the replacement arrived. Investigation included review of device history, guided troubleshooting including restart while ensuring adequate charge, assessment of post-restart alert recurrence, and coordination for device replacement and return. Investigation of this device revealed a motor stall during operation consistent with an internal pump drive malfunction, with no contribution from charging state, and the device was replaced. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction of the pump motor drive.